Manufacturer narrative:
Additional information was received on may 23, 2022. Explant without replacement was performed on (B)(6) 2021. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 12, 2022. The explant date was clarified to be (B)(6) 2022. Additional information was received on september 15, 2022. The explant date was clarified to be (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 6, 2022. The explant was rescheduled to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prosthesis experienced spontaneous left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.